Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader repeatedly displayed a ¿scan again¿ message and due to this no reading was provided. It was further reported that on (B)(6) 2018 customer began to experience unspecified symptoms of hypoglycemia, but before she could get to the kitchen to treat with sugar, she lost consciousness and fell. Customer¿s husband administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre reader repeatedly displayed a ¿scan again¿ message and due to this no reading was provided. It was further reported that on (B)(6) 2018 customer began to experience unspecified symptoms of hypoglycemia, but before she could get to the kitchen to treat with sugar, she lost consciousness and fell. Customer¿s husband administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.